Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient's implantable neurostimulator (ins) was turned off and deactivated shortly after it was implanted because it "had gone too deep and hurt them". The hcp noted that the patient had not been seen at all. The implantable neurostimulator (ins) was indicated for deep brain stimulation (dbs) other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.